Manufacturer narrative:
The investigation is ongoing.

Event description:
The user facility in the (B)(4) reported two incidents of posterior capsule rupture during segment removal, resulting in conversion to anterior vitrectomy.

Manufacturer narrative:
Report 1 of 2. The capsule rupture happened during post occlusion surge. The product was not returned for evaluation. As the lot number is unknown, a DHR review cannot be performed. The root cause is undetermined. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary at this time.